Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted small and large air bubbles throughout the infusion set tubing when loading a new cartridge and at the end of the cartridge. The customers blood glucose level was reported to be 200 mg/dl. The customer was able to prime out the bubbles and took a bolus.